Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for high impedance on the rv lead was received via merlin.net transmission. Programming change was made. Patient was stable and will continue to be monitored.